Event description:
Patient presented to the hospital after receiving inappropriate therapy. Upon interrogation, output circuit failure was observed. Lead anomaly is suspected, and as such, the lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.